Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A review of the provided image was performed and a broken molded insulator which resulted in a detached grip was noted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, while using the force bipolar one of the jaws broke into several pieces within the patient¿s abdomen while moving the grasper into position. There was no collision with another instrument prior to it breaking. After removing the pieces from the abdomen, the remaining plastic pieces attached to the metal crumbled when touched. The surgeon then fished out the broken pieces from the abdomen and irrigated thoroughly. Fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The surgical task being performed at the time of the instrument breakage was dissection; it had been working up until the instrument popped and exploded. The instrument was in use for approximately 45 min-1 hour. The surgeon didn't notice any issues with the functionality of the instrument. The instrument did not collide with any other hard material or any other instruments. The instrument was removed during the procedure (prior to the breakage), with the wrist straightened. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula after the event. There was no damage noted to the instrument either. The fragment was still connected, and it was visibly confirmed; the abdomen was washed. No additional surgical procedure was required to remove fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. An x-ray was performed to confirm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measures approximately 14.29mm and was returned with the instrument, however some material from the detached fragment may be missing. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. This is a direct result of the molded insulator finding. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.